Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient died. There was no information regarding the date of the peg-j tubing and no further information regarding any post-procedural complications or cause of death. Abbvie has chosen to conservatively report the death since it was stated that the patient died in the clinic after the tubing placement.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). Death is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4): h6 codes were updated to reflect that there was insufficient information received regarding the reported events. Additional attempts to obtain information regarding the reported events were made without success. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The initial medwatch reported that the tubing was manufactured by abbvie. However, after attempts to obtain additional information related to the event, it was determined that the device manufacturer was unknown. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing.

Event description:
After multiple unsuccessful attempts for additional information, it was confirmed that the manufacturer of the peg-j tubing was unknown. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing.